Manufacturer narrative:
Deroyal: return of the sample has been requested. The investigation into the root cause of this report has not been completed at this time.

Event description:
The medical facility reported that one of cable has frayed causing the end user to stab or poke her fingers.